Event description:
Customer reported device =218 mg/dl at bedtime. Later at midnight, device =in the 200s mg/dl. At 3 am, customer was found unconscious and spouse called paramedics, medics device =39 mg/dl and they treated pt with glucagon. Doctor changed dosage and type of medication after the incident. No controls used. A request was made for return product and replacement product was sent.